Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) therapy exhausted after failing to convert a ventricular fibrillation (vf) episode. As result, the patient required external cardioversion. The physician mentioned the patient had exhibited high defibrillation threshold (dft) test results and required multiple shocks to convert in previous episodes. The ICD was electively explanted. A competitors device was implanted, but the issues persisted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Testing was completed to assess the implantable cardioverter defibrillator (ICD) electrical performance. Measurements throughout several tests were within normal limits and all specifications were met. Detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.